Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced pain at the top of the abdomen, near the ribs with a bulging belly. There was a lot of leakage at the insertion site. The parkinson¿s nurse indicated that the patient was hospitalized, had a c-reactive protein of 400 and was treated with 3 unknown intravenous antibiotics. The intestinal tube was in the stomach and patient was dyskinetic.